Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. Moreover, the air gas module of the ventilator was contaminated with water. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested by the user facility, who use a third party provider for service and repair. According to the hospital engineer, the air gas module was contaminated with water. No ventilator logs were provided. The air gas module was not returned for further investigation. Moisture in an air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The most probable source of water into an air gas module is moist air from the hospital's external compressor in the central air gas system/hospital's external compressor. There is no conclusion on how the liquid spill entered the gas module or what kind of liquid spill it was. H3 other text : 4117.